Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2012 and suture was used. During the procedure it was noted that the needle was broken. The needle fragment could not be visualized so the surgeon closed the uterus and fascia. A x-ray was then performed that revealed the needle fragment in the uterine wall. The uterus was reopened and the needle fragment was removed.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.